Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 20.2mmol/l, with symptoms of dehydration, and trace ketones, associated with an alleged time and date issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the time and date had reset to default for the pump model. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported as an issue with the pump not performing as intended with regards to the time and date settings and may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box verified that the pump time and date reset to default after a pump reboot. During investigation, the time, date reset to default was duplicated during investigation. Evaluation revealed that the internal clock battery on the printed circuit board had failed. Unrelated to the complaint, evaluation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Additional evaluation code: methods codes (B)(4).